Event description:
It was reported that the ventricular port plug-in on the external pulse generator was broken. It was further reported that the top hanger was missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular port plug-in on the external pulse generator was broken. It was further reported that the top hanger was missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ring cover and ring bail were missing and that the ventricular output connector was broken, all were replaced. Analysis also found that the side bail covers were broken, the battery release and battery drawer were contaminated, that the lead flex cover was corroded, the battery contacts were compressed and the serial label number was torn. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.